Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during investigation, moisture was observed in the battery compartment and under the display lens. The pump was opened to find moisture on the display, and the continuous glucose monitoring board. Unrelated to the original complaint, the audio bolus button was found to be torn in the center but responded appropriately to user input. The battery cap was difficult to move due to the top slot being worn. A leak test was performed and failed due to the keypad leak.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.